Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy using unknown baxter pd disposables, which caused peritonitis manifested by abdominal pain, cloudy effluent and fever. The patient was hospitalized 2 days after the onset of peritonitis. The patient was treated with cefepime, amphotericin b and fluconazole (doses, routes and frequencies not reported) for peritonitis. On an unreported date, the peritoneal dialysis (pd) catheter was removed and the patient was placed on hemodialysis (hd). Since the patient was switched to hd therapy, retraining on aseptic technique was not provided. The patient had not recovered from the peritonitis event as exhibited by ongoing cloudy peritoneal effluent. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for analysis and the lot number was unknown; therefore a sample evaluation and batch review could not be performed. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.